Manufacturer narrative:
G4: 17oct2020. B4: 16nov2020. A philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty printed circuit board assembly(pcba) power management board and motor control (pcba). The se replaced power management pcba and the motor control (pcba) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jul2020.

Event description:
It was reported to philips that the device's screen freezes, does not stop and blower dead stop. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.